Event description:
No additional information received material: 305106 lot: 3179198. It was reported by the customer that additional samples were received that were dull and blocked. Verbatim: I have two more that were sent to me on 1/11. Item 305106 lot 3179198 ; dull 3179198 ; blocked 3179198 ; dull.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation it was reported the needles were dull and blocked. To aid in the investigation, five samples in opened packaging blisters were received for evaluation by our quality team. Three of the packaging blisters have 'dull' handwritten and two have 'closed' handwritten on them. However, it was not possible to determine which needle assembly belonged to which packaging blister. A visual inspection was performed with a 30x microscope. There was no damage, defective grind or hooks observed. The bevels and etch were good. Each sample was then connected to a syringe with saline solution. Two samples expelled the solution with a normal flow. The additional three samples did not expel the solution; these needles are clogged. It was noted the packaging blisters were opened by pushing the needle assembly through packaging blister top web instead of pulling apart the packaging blister top web from the bottom web. It could be possible this action created foreign matter that induced the clogged needle. A device history record review was completed for provided material number 305106, lot 3179198. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material: 305106. Lot: 3179198. It was reported by the customer that additional samples were received that were dull and blocked. Verbatim: I have two more that were sent to me on 1/11. Item # 305106, lot : 3179198, dull; 3179198: blocked; 3179198: dull.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.